Event description:
Cook (B)(6) reported for the customer, "catheter fractured after the procedure." Per complaint form: during port check, fracture of catheter was seen under fluoroscopy scan. Proximal end of catheter migrated to lung arterial. Device fragment migrated to lung artery. It was retrieved using a snare (access through v. Jugulars and right heart into a. Pulmonary). Additional procedures: retrieval of catheter fragment, implantation of a new port. No adverse effects on the pt were reported.

Manufacturer narrative:
(B)(4). Analysis: a mini port body, catheter lock and two segments of silicone catheter (31 and 9 cm) were returned for analysis. No suture holes were used. Signs of a connection were found on one end of the shorter catheter segment. The opposite showed a rough (non-cut surface) and matched one end of the longer segment. No burnishing was present on the o.d. Or facing surfaces of the fracture area. There did not appear to be any damaged caused by a surgical instrument. Conclusion: surface characteristics of the fracture surface indicate that the catheter fractured due to a tensile force applied in a direction applied parallel to into longitudinal axis. A lack of burnishing suggests that the fracture took place over a short period of time. Corrective action: none. No non-conformances were found during this investigation.